Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that an air detected in cassette warning occurred drain 2 of 3 of treatment. Fluid was seen from a hole in the cassette. Fluid was discovered in the pump module area and on the external of the cassette. Air bubbles were found in the patient line (pl). It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event and that fluid was on the backside of the cassette when removed from the cycler door. The patient contact stated that the patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed the patient experienced abdominal pain at the time of the alarm. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. After the stat drain was performed the patient's abdominal pain subsided. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that an air detected in cassette warning occurred drain 2 of 3 of treatment. Fluid was seen from a hole in the cassette. Fluid was discovered in the pump module area and on the external of the cassette. Air bubbles were found in the patient line (pl). It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event and that fluid was on the backside of the cassette when removed from the cycler door. The patient contact stated that the patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed the patient experienced abdominal pain at the time of the alarm. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. After the stat drain was performed the patient's abdominal pain subsided. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.